Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included parity 1 (total number of live births: 1 date of births: (B)(6) 2008), pregnant and migraine in august 2009. Previously administered products included for prevent pregnancy: mirena in 2008; for an unreported indication: phentermine and levonorgestrel. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia") and weight increased ("weight gain"). On (B)(6) 2012, 3 months 27 days after insertion of essure, the patient experienced allergy to metals ("nickel allergy/ possible allergy"). In 2012, the patient experienced pain in extremity ("leg pain"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced migraine ("migraines"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2012 and (B)(6) 2012) . Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, weight increased, abdominal pain, vulvovaginal pain, allergy to metals and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, dyspareunia, genital haemorrhage, migraine, pain in extremity, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had no any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 75.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, nickel allergy /possible allergy most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs & medical record received. Patient demographics, historical condition, historical drug, essure removal date. Events nickel allergy, leg pain, abdominal pain, did not undergo an essure confirmation testand vaginal pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (pelvic surgery done on (B)(6) 2012 to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine and weight increased outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.